Manufacturer narrative:
A2: patient age at time of enrollment- 69 years old.

Event description:
It was reported that in-stent occlusion occurred, requiring medication. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2022 as a part of the clinical trial. The target lesion was in the left mid superficial femoral artery extending up to left distal superficial femoral artery with 6.0 mm proximal reference vessel diameter and 6.0 mm distal reference vessel diameter with lesion length of 120 mm and 100% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 4 mm x 300 mm non-boston scientific (bsc) pta balloon and 5 mm x 220 mm and 6 mm x 220 mm non-bsc pta balloons. Treatment of target lesion was performed by the placement of 6 mm x 120 mm eluvia drug eluting stent study device. Following, post dilation was performed using 6 mm x 220 mm non-bsc pta balloon. Post procedure, the residual stenosis was noted to be 0%. Of note, residual stenosis was noted during index procedure and in response bailout stent (6 mm x 120 mm eluvia drug eluting stent) was placed to resolve the complication. On (B)(6) 2022, the subject was discharged from hospital on clopidogrel. On (B)(6) 2025, 897 days post index procedure, the subject developed symptoms related to in-stent occlusion of left superficial femoral artery. In response to the event, medication was given. The event was considered to be ongoing.